Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. The implantable cardioverter defibrillator (ICD) never triggered replacement indicator while implanted. Visual inspection noted tool marks on the case and header. The header to case bond and all seal plugs were intact. All set screws also operate normally. The device then passed electrical testing.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shocks due to sustained rate duration (srd) time out that appeared to be atrial tachycardia with rapid ventricular response which resulted to therapy exhaustion. Boston scientific technical services (ts) suggested adjusting srd to longer time or off. Additional information obtained indicated that device reprogramming was done. Further, an infection was also noted and the ICD was explanted. No additional adverse patient effects were reported.